Event description:
Device malfunction: unknown. Symptoms/ae: oozing. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, after clip deployment, oozing was noted and hemostasis was achieved using a non-abbott device and manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.